Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 527 mg/dl, 448 mg/dl and 257 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had not treated for high blood glucose event. The customer reported that they did not experience any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer stated that they were unsure if the drive support cap was loose, protruded, sticking out and flush. The customer alleged the insulin pump for under delivery. The insulin pump will be returned for analysis.